Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer reference number 2916596-2020-01029. It was reported that broken pin in white power cord connection was observed. A system controller exchange was performed. New battery clips were also given to patient due to unknown status of pin.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a broken pin in the white power cable was confirmed via inspection of the returned controller (serial number: (B)(4)). The broken pin corresponds to a redundant power line in the system controller and therefore did not affect the functionality of the controller. The remaining pins were intact and no other physical anomalies were noted. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 25.5 days of data (24jan2020 ¿ 19feb2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 19feb2020 at 10:14:10 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. Lines were observed in the lcd display. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook and heartmate ii instructions for use cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources and how to connect the power cables. This section explains that when connecting to 14v battery clips, align the half circles inside system controller power cable connector with the power cable connector for the battery clips. Do not try to join misaligned connectors, which can damage them. Firmly push together the two connectors, and tighten the connector nut until secure. Hand tighten only¿do not use tools. Heartmate ii patient handbook and heartmate ii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.